Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.

Manufacturer narrative:
(Suspect medical device, lot) documented the incorrect lot number. The correct lot number should be 01113c000.

Event description:
The customer reports a falsely elevated architect ipth assay result for one patient. The following information was provided: architect result: 84.0 pg/ml; non abbott result: 42.3 pg/ml. The customer uses a reference range of 15.0 to 65.0 pg/ml. The customer states that the non-abbott results are more consistent with the patient clinical condition. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08k25-25 that has a similar product distributed in the us, list number 08k25-27. (B)(4).

Manufacturer narrative:
Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.